Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a catheter based myocardial ablation, a farawave catheter was used. Pulmonary vein isolation, posterior wall isolation, and mitral isthmus ablation (following administration of 3 cc of nitroglycerin) were completed with the farawave device. Superior vena cava isolation and creation of a cavotricuspid isthmus line were performed using the ablation catheter. The rhythm was restored to sinus with direct current cardioversion. During hemostasis, the patient developed ventricular tachycardia, which progressed to ventricular fibrillation, and additional direct current shocks were unsuccessful. A code blue was initiated. The reason for the onset of ventricular tachycardia remains unknown. The device is not expected to be return due to disposal.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation; therefore, product analysis could not be performed. Based on the investigation the ar code "ventricular fibrillation" and "ventricular tachycardia" were unable to be confirmed, and an off-label use of the catheter was confirmed. Risk review: a risk review performed for the farawave device confirmed that the events of user used incorrect product for intended use, ventricular tachycardia and ventricular fibrillation are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: the device was used for superior vena cava and cti ablations; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf) and persistent atrial fibrillation, and the use it was given is not considered part of the treatment for either condition. The IFU contemplate the adverse events related to "arrhythmia". There is no evidence that any updates to the document are required at this time. Ship history review: after performing a ship history to identify the most probable lots involved in the complaint, the following lots were found: 37249989: 37249989: 36372180. Device history record review: after performing a device history record review for the found lots, it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The "known inherent risk of device" cause code was selected based on the information provided within the event description. Ventricular fibrillation and ventricular tachycardia are considered within the risk threshold of arrhythmia. Arrhythmia (new or exacerbated) is an expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.

Event description:
During a catheter based myocardial ablation, a farawave catheter was used. Pulmonary vein isolation, posterior wall isolation, and mitral isthmus ablation (following administration of 3 cc of nitroglycerin) were completed with the farawave device. Superior vena cava isolation and creation of a cavotricuspid isthmus line were performed using the ablation catheter. The rhythm was restored to sinus with direct current cardioversion. During hemostasis, the patient developed ventricular tachycardia, which progressed to ventricular fibrillation, and additional direct current shocks were unsuccessful. A code blue was initiated. The reason for the onset of ventricular tachycardia remains unknown. The device is not expected to be return due to disposal.

Manufacturer narrative:
Correction to the initial MDR in block bh6. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a catheter based myocardial ablation, a farawave catheter was used. Pulmonary vein isolation, posterior wall isolation, and mitral isthmus ablation (following administration of 3 cc of nitroglycerin) were completed with the farawave device. Superior vena cava isolation and creation of a cavotricuspid isthmus line were performed using the ablation catheter. The rhythm was restored to sinus with direct current cardioversion. During hemostasis, the patient developed ventricular tachycardia, which progressed to ventricular fibrillation, and additional direct current shocks were unsuccessful. A code blue was initiated. The reason for the onset of ventricular tachycardia remains unknown. The device is not expected to be return due to disposal.